Manufacturer narrative:
Voluntary medwatch reference # mw5075390.

Event description:
It was reported that during use of this infusion pump, the pump alarmed and error #1871 (motor time out error) presented. There was no interruption in therapy due to this error. No further information was provided and no adverse patient effects were reported.